Event description:
The baxter sales representative reported a blood leak from a xenium dialyzer during patient therapy. The leak reportedly occurred 2 times on the same patient with a xph190 and a xph210 dialyzer. On 09/21/11 the dialysis manager confirmed the dialyzer information. The event occurred approximately five minutes into therapy. The patient reportedly experienced a blood loss of 250 - 300ccs during each event. A blood leak alarm occurred on the machine. The blood leak was confirmed by a hemastix test at the hanson connector both times. The blood was not returned to the patient. The patient attempted to resume therapy after the 1st blood leak, but did not resume therapy after the 2nd blood leak. These are single use dialyzers. . Treatment was stopped after the 2nd dialyzer failure. The patient did not receive treatment that day. The patient was stable and sent home. The patient dialyzed successfully the next morning with an unknown dialyzer.

Manufacturer narrative:
(B)(4). The sample was been requested to be returned to the baxter product analysis lab for evaluation. Should additional information become available a follow-up will be submitted. This is 1 of 2 reports associated with this incident.

Manufacturer narrative:
(B)(4). Evaluation results from nipro, manufacturer, indicate: the manufacturing records, process inspection records and release inspection records of the lots concerned were reviewed and no defect was found. The lots were confirmed to have been manufactured under normal condition. Each retained sample of the lots concerned was inspected visually and no damage was found on the following fibers. Then, air was applied to them for the implementation of air leak test under the water after priming. The result showed no leakage from fiber or anywhere. The returned actual sample 2pcs (lot #11f17b 1pc, lot #10k08a 1pc) were inspected visually and no abnormality such as damaged fiber was found. The device was rinsed and disinfected with 3% sodium hypochlorite. A leak test (air pressure 1.5kgf/cm2 g) was performed on the actual samples in water, however, no leakage from the fiber or other places was found on the either of samples. The root cause is undetermined.